Event description:
Patient was being ventilated when they received a series of error codes. The paramedics attempted to correct the initial error code, patient circuit alarm, and was unable to find fault with the patient circuit. When the code was cleared the unit then alarmed with "vent inop". The patient was immediately removed from the ventilator and manual ventilation was continued with a bag valve mask. FDA safety report ID #: (B)(4).